Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced tape not sticking event while changing clothes on (B)(6) 2026. The blood glucose (bg) was high. No further information available.